Manufacturer narrative:
The devices were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of the devices. The manufacturing processes for the devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes which may be related to the clinical observation. The returned device data were analyzed thoroughly. The analysis revealed that the atrial lead impedance was permanently below 200 ohms which led consequently to a lead failure detection. Furthermore, available iegms documented noise in the atrial channel. Based on these symptoms, the integrity of the atrial lead cannot be assured. Should additional relevant information become available, the investigation will be updated.

Event description:
After an implantation period of approx. 26 months, it was observed that the pacing impedance is too low. The patient is hospitalized.